Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The return sample was received cut in two pieces. The lens was visually inspected under a microscope and revealed that scratches were observed at the optic zone of the portion of the lens. Additionally, surface particles and viscoelastic residues were observed. The reported complaint of lens scratched is confirmed. However, the cause of the failure could not be determined. A review of the directions for use (dfu) was conducted. The dfu includes instructions to examine the device prior to use and also recommends using duckworth & kent 7722 folding forceps with the 7741 insertion forceps or an equivalent insertion instrument or system to insert the tecnis® 1-piece lens. Only insertion instruments that have been validated and approved for use with this lens should be used. The manufacturing record review was performed. The lenses were manufactured within specifications. The units were released according to specification. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was inserted into the eye, a scratch was noticed on the lens. The lens was cut out, without enlarging the incision, and there were no other complications. No patient injury was reported.